Event description:
The duett sealing device was deployed following a diagnostic procedure (via the right common femoral artery, 5f sheath). The physician stated that the pt had pain almost immediately upon deploying the procoagulant, and distal pulses were absent. It was noted that prior to deploying the procoagulant, the operator did not withdraw the sheath at all. The arterial occlusion was treated with a combination of an angiojet and thrombolytic therapy. Pt was reported to have 2+ pulses prior to leaving the cath lab. No further complications were reported.